Manufacturer narrative:
UDI: (B)(4). One (1) expedium 5.5 closed iliac connector 40mm (product code: 1797-98-040, lot no: tbjwp) was returned to the complaints handling unit (chu) for evaluation. Visual examination of the 5.5 iliac connector (1797-98-040) has exhibited significant signs of clinical use. The saddle cap inside the connector is rotated and the device has severe indentation marks from rod consistent with the stress forces on the right construct, due to broken left rod. A trend analysis was conducted. No further actions from trending analysis are required. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause cannot be determined for the set screw loosening on the iliac connector. However, surgeon assessment acknowledges that additional stress forces on patient¿s right construct could have possibly resulted in set screw failure at the distal portion (15.5 ti clsd iliac cn 40mm). As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm regarding complaint. No details. Complaint form sent. Per complaint form: revision from a t3-ilium post lateral fusion + l5-s1 tlif, deformity procedure (B)(6) 2015. Patient returns after a fall complaining leg of pain concerning a post-surgical fall from her original surgery (B)(6) 2015. Patient claims to hear a crack when she fell. Clinical assessment shows suspect t2-t3 herniated disc and grade 1 listhesis at t2, pjk. Surgical plan (revision surgery) occurring (B)(6) 2016- t2-ilium, intraoperative assessment of instrumentation, decompression of t2-t3, extension to t2, and re-arthrodesis t3-ilium. Upon exposure and inspection of original hardware, surgeon finds the set screw from the lateral connector (patient left- 1797-98-040) had loosened and dislodged from its original, fastened position. The rod on the right (1967-89-480) had fractured at l5-s1 indicating that the crack heard from the patient could possibly have been a hardware failure from the rod, subsequently, adding additional load on the patient's left construct. Surgeon assessment acknowledges that additional stress forces on patient's right construct could have possibly resulted in set screw failure at the distal portion (1797-98-040, lateral connector). Additionally, visual inspection of the patients biological aided fusion mass indicated pseudoarthrosis that spanned the entire construct, t3-ilium. Hospital records note that bioburst was used to aid the initial fusion. The surgeon proceeded to remove the unincorporated allograft, removal of every set screw, the rods and then removed the iliac screws (1797-06-880), s1 screws (1867-31-740), t4 screws (1867-31-435, bilateral), t3 screws (1867-31-430, bilateral). The surgeon tapped the ilium with a 10.0mm vip sai tap and proceeded to place larger 10x80mm screws in replacement of the 8x80mms. He the replaced s1, t4 and t3 with (1867-31-840 rt/s1, 1797-12-945 lt/s1, 1867-31-535 rt:lt t4, 1867-31-t3 rt:lt t3). All without tapping. He instrumented t2 with 4.35x30mm cortical fix, decompressed t2-t3, rodded, arthrodeised and final tightened the new construct.